Event description:
An atw guidewire was used in an extremely calcified right coronary artery. A volcano intra vascular ultra sound catheter was passed over the wire and when they pulled the catheter out, the wire was "shredded". There was no excessive force used and there were no anomalies noted prior to use.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.